Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal procedure, the balloon did not inflate. The product was not used. There was no patient injury.